Event description:
It was reported that during a cholecystectomy, the adjustable plug came off. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results for the 512b instrument found that the stopcock was detached and the olive button was cracked at the locking mechanism latch area, therefore, it would not lock as intended. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.